Event description:
Received voluntary medwtach letter forwardedby FDA, reference number mw 1022715, with info that states pca tubing was kinked, did not alarm and pt's pain was unrelieved. Risk mgr of facility stated that pt did not receive pain medication for four days. After four days a kink was then discovered in the tubing. Kink occurred upsteam of the pump. Risk mgr stated that pump had not been isolated and tubing had not been saved for analysis. Add'l info the account: pt was treated with nipride and ismelin for hypertension that possibly could be related to the unrelieved pain due to non delivery of morphine. Facility reports pt recovered.